Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed, and visual inspection did not reveal any damage to the conductor wires. Internal inspection was also conducted and found no damage. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of the reported conductor wire damage cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no damage to the conductor wire. The instrument was visually inspected and evaluated for its electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. As the reported event could not be confirmed or replicated during the failure analysis and no patient harm was reported, no specific risk can be associated with this event. Furthermore, the probable root cause of the grip cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage noticed out of the ordinary. There was no loss of cautery or thermal damage signs. No arcing was observed. The procedure was completed with the same instrument. There were no fragments that fell inside the patient. There are no photographic images or videos for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had damaged conductor wire. There was no report of patient involvement or no reported injury.